Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump that was being used to infuse unspecified medications to a patient in the operating room, following induction of anesthesia and at the beginning of a surgical procedure, had a communication error. The infusions were switched to a second pump which also had a communication error. While another pump was being primed the clamp on a norepinephrine infusion was unintentionally left open, and the patient received a "bolus" of the drug; the volume was unspecified however the patient was hypertensive at the time cardiac bypass was initiated.